Event description:
The port was placed 5/96 for treatment of leukemia. The port/catheter was suspected to be leaking & so it was removed 3/17/97. Approximately 2-3 holes were noted near the port and catheter connection. No pt injury was reported to have occurred.

Manufacturer narrative:
The implicated product is a port with pre-attached open ended 6.6 fr. Catheter. The product received for evaluation is a port with a pre-attached catheter. The complete assembly measures 7.2 inches long. An approx. .2 inch long longitudinal slit in the catheter begins at the strain relief. The port has an indeterminate number of needle punctures in the septum and superficial scratches in the titanium surface at the 11 and 1 o'clock suture holes. A lot history review reveals no related mfg issues and two similar complaints for this lot. The additional complaints were evaluated as inconclusive (no complaint sample) and unconfirmed. Tactual exam is remarkable only for exaggeration of the longitudinal split. Under 20x - 30x magnification, the longitudinal split has straight, well-defined edges with dull flat, and granular walls. This is consistent with burst damage from over-pressurization. Port patency is demonstrated by flushing water through the port with 12cc syringe and 19 ga. Needle. Water leaks at the burst damage. No additional leaks are found. A blunt connector is used to flush water through the catheter via the burst slit. No restricted flow is noted. No collateral damage is found on the cath-lock or tubing near the damage. All needle punctures are observed to be caused by non-coring needles. Scratches noted in the titanium are thought to result from suture placement and/or mechanical manipulation during explantation. The complaint of subcutaneous leakage is confirmed. It should be recorded as user-related. The complaint file documents inability to aspirate and pain on flushing through the port. Urokinase was attempted once and a dye study indicated "extravastion at the connector between the port and the subclavian line." This is consistent with the location of the burst damage. The burst is secondary to over-pressurization. The inability to aspirate through the port suggests occlusion of the catheter lumen resulting in over-pressurization during infusion. The product instructions for use provides strict guidance regarding exceeding 25 psi during injection to prevent damage to the catheter and vasculature.